Event description:
This event was captured based on literature review. The objective of this study was to investigate the impact of atrial fibrillation (af) on long-term clinical outcomes in patients with coronary artery disease (cad) undergoing percutaneous coronary intervention (pci) with drug-eluting stents (des). Among 6,308 consecutive patients undergoing pci with des between 2002 and 2009, clinical outcomes were as follows: 323 (5.3%) patients were diagnosed with af; death with af: 22.5%; without af: 9.6%; myocardial infarction with af: 6.5%; without af: 4.8%; target lesion revascularization with af: 10.3%; without af: 9.4%; target vessel revascularization with af: 16.3%; without af: 14.8%; ischemic stroke with af: 3.4%; without af: 0.8%; transient ischemic attack with af: 0.6%; without af: 0.4%; neurologic event with af: 0.9%; without af: 0.2%; bleeding academic research consortium (barc) events with af: 24.5%, without af: 3.72%; definite or probable stent thrombosis with af: 6.8%; without af: 6.5%. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age estimated as (B)(6). Patient gender estimated as male. Date of implant estimated as (B)(6) 2009. There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Attachment: article, impact of atrial fibrillation on clinical outcomes among patients with coronary artery disease undergoing revascularisation with drug-eluting stents. The xience referenced in being filed under a separate medwatch report. The additional adverse patient effects referenced are being filed under a separate medwatch report.